Event description:
It was reported that patient had an infection and was placed on antibiotics. The patient also underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The patient was doing well post operatively and the explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7076323. UDI: ((B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 35008208. UDI: (B)(4).